Manufacturer narrative:
Updated fields - (event site postal code - (B)(6). A getinge fse was dispatched to evaluate the unit. Two on the front side (recorder side) and one on the back side (power cord side) were damaged and replaced. The failure analysis and testing dept. Received part with a reported unit failure of caster damage. The fat performed a visual inspection and found the parts to have damage to the wheels. Fat was able to verify the reported issue. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Ap. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.

Event description:
It was reported that during a routine inspection, the cs100 intra-aortic balloon pump (iabp) unit has caster damage. There was no patient involvement.

Manufacturer narrative:
Due to character restrictions in block e1 event site name : (B)(6) office. A supplemental report will be submitted upon completion of our investigation.